Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdoomen on (B)(6) 2022. On (B)(6) 2022, the patient was found by his fiancé lying on the bed, incoherent. The patient¿s fiancé called emergency medical services (ems) who performed a bg which was 29 mg/dl; however, the cgm displayed 300 mg/dl. Ems administered five tube of a glucose mixture (3 ounces each) and transported the patient to the hospital. The patient¿s bg upon admission to the hospital was 50 mg/dl. The patient was treated with an IV, food, and admitted to the hospital overnight. At the time of the report, the patient was doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.